Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 30114998l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant non-bwi products: sl0 sheath by (B)(4). (B)(6). Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent a procedure for paroxysmal afib with a lasso® nav eco variable catheter and the catheter became stuck in a fully contracted position. It was reported that the issue was encountered at the beginning of the procedure while the lasso® nav eco variable catheter was in the left atrium of the patient. There was no difficulty in removing the catheter from the patients body. The knob was able to be turned and pushed up and down however, the loop couldn¿t open. An sl0 sheath by st jude medical was used during the procedure. The procedure was concluded without patient consequence. The reported event of catheter being stuck in contracted position has been assessed as an MDR reportable malfunction.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6)2018. Initial visual inspection revealed no physical damage. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a procedure for paroxysmal afib with a lasso® nav eco variable catheter and the catheter became stuck in a fully contracted position. It was reported that the issue was encountered at the beginning of the procedure while the lasso® nav eco variable catheter was in the left atrium of the patient. There was no difficulty in removing the catheter from the patients body. The knob was able to be turned and pushed up and down however, the loop couldn¿t open. An sl0 sheath by st jude medical was used during the procedure. The procedure was concluded without patient consequence. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. A deflection test was performed and the catheter failed; the catheter partially deflected. Then, the contraction test was performed and also failed. When the contraction was performed, the catheter deflected in opposite direction. For this condition, the manufacture team performed an investigation in order to find the root cause, the investigation results showed that this issue is not related to the manufacture process since the device was manufacture correctly, polyurethane (pu) was observed applied correctly in the polymide. Also, the compression coil component that its part of the deflection mechanism was observed stretched causing that the catheter to deflect in opposite the opposite direction, but not related to the deflection or contraction stuck condition reported by the customer. In addition, during the procedure the catheter receives tension that could be related to this kind of issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed since the catheter was not in a stuck position, also, the deflection mechanism were found partially functional, the contraction mechanism was rotated with no issues. Afterwards, during the investigation a different deflection issue was identified and it was determined that it¿s not related to the customer complaint. The polyurethane (pu) was observed as being applied correctly in the polymide. Also, the compression coil component that is part of the deflection mechanism was observed stretched causing that the catheter to deflect in the opposite direction. However, the issue of the stretched compression coil is unlikely to contribute to the deflection issue or the reported contraction stuck issue. It¿s possible that during the procedure, the catheter received tension which could cause/be related to this kind of issue. Manufacturer's ref # (B)(4).